Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not close correctly. The jaw did not close equally and the clip flipped off the tissue. Took a new instrument to complete the case. No further info is available. There was no adverse pt consequence.

Manufacturer narrative:
D4: serial # = na.